Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 27-june-2025. Investigation summary bd received 30 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for does not retract was observed. Additionally, both the returned and retained samples underwent functional tests. All of the returned samples passed with no signs of cut or severed tubing. Similarly, all of the retained samples passed with no signs of cut or severed tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: does not retract. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while two using bd vacutainer® ultratouch¿ push button blood collection set, the safety mechanism won¿t activate; it appears as if the button to push isn¿t there or installed. There was no health impact or consequence reported.

Event description:
It was reported that while two using bd vacutainer® ultratouch¿ push button blood collection set, the safety mechanism won¿t activate; it appears as if the button to push isn¿t there or installed. There was no health impact or consequence reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while two using bd vacutainer® ultratouch¿ push button blood collection set, the safety mechanism won¿t activate; it appears as if the button to push isn¿t there or installed. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with corrected information. Imdrf annex g grid: updated to g06004 - locking mechanism. Investigation summary: bd received 50 samples and one photo for investigation. The customer photo shows a used device with the IV needle not retracted. Additionally, out of the 50 returned samples, 30 were randomly selected for evaluation. The customer samples along with 30 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to does not retract as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode does not retract based on customer photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.